Manufacturer narrative:
The adaptor assembly for the lighthead was returned to steris for evaluation and found that the stop pin was broken. The observed damage to the pin is indicative of a the lighthead being subject to a high load from impact by user facility personnel. A steris account manager offered in-service training on the proper use and operation of the harmonyair e series surgical lighting system; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and found that the snap ring had become dislodged from where installed and the stop pin was broken. Due to the damage, the technician replaced the lighthead, tested the lighting system, confirmed it to be operating according to specification, and returned it to service. The lighthead subject of the event will be returned to steris for evaluation. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that one of the lightheads detached from the spring arm of their harmonyair e-series surgical lighting system. There was no one in the room at the time of the reported event. No report of injury.